Event description:
The extension rod was bent from several usages. The reporter indicated that this event did not occur during a surgical procedure.

Manufacturer narrative:
Evaluation results received by howmedica gmbh in kiel, germany, suggest that this event would not be associated with the device but rather would be related to user technique.